Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, at the start of a therapeutic laparoscopic hernia repair, the surgeon placed the 5mm trocar and sheath into the left upper abdomen. He then informed scrub nurse that the sheath did not have a seal in it. The surgeon was informed it was in there but he insisted it was not although he was able to proceed with the procedure. At the end of the procedure, when the surgeon removed the sheath, he realized the top of the sheath had separated from the lower part of the sheath (a flanged top welded to the top was entirely broken apart). The surgeon informed the team this is why it felt like the valve was missing. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event could not be determined. Although olympus attempted to gather more information, the customer did not provide further details. In addition, the device was not returned for evaluation. Therefore, although the user reported that the sheath was broken, olympus could not confirm this event. Olympus will continue to monitor field performance for this device.